Event description:
It was reported that a bridge bolus was not performed. On the date of this report at around 11:36 a concentration change was made but a bridge was not programmed. Patient was on their way back to the clinic. Per reporter it would have been 3 hrs the pump was running at the old flow rate. The old concentration was 500 mcg and the new concentration was 2000 mcg. The old drug desired dose was 96 mcg/day. Total drug volume (tdv) was .3625 mls. Amount of bolus: 725 mcg and duration of bolus was 45 hrs 19 mins. Drug in the pump was baclofen. Additional follow-up indicated that the cause of the missed bridge bolus was that it was not realized that the concentration of drug was different until after the patient went home; the programming was corrected. No interventions were required . Reporter was not aware of any patient symptoms. Patient outcome was unknown.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).